Event description:
Rotor malfunction in the medtronic system and intra-thecal delivery of baclofen abruptly stopped. Suspected interaction with telemetric interrogation of newly implanted medtronic cardiac face-maker.